Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event rupture was received on july 22, 2021 with lot number 1825262. Visual analysis of the returned device identified: fold creases, the device was broken shell and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: a broken is found with the following conditions striated edge on posterior assessed as surgical damage, sharp edge on the anterior assessed as unidentified (tear) opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken is found with the following conditions: striated edge on posterior assessed as surgical damage and sharp edge on the anterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive. Additional, changed, and/or corrected data: b.5, d.9, g.1, g.2, g4, h.3, h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side rupture.

Event description:
Healthcare professional reported unknown side rupture. The device has been explanted.